Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and feeling unwell. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with an unspecified injection (in the peritoneal dialysis solution bag, dose, frequency and duration not reported). Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered from the peritonitis and was to be released from the hospital 11 days after admission. No additional information is available.